Event description:
Allegedly, hip revision surgery undertaken as the pt fell on his hip while playing tennis.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00134, -00135. This event occurred in another country.